Event description:
A customer contacted baxter's technical service center to report having a system error 2240 and 2367 alarm with the homechoice (hc) machine during dwell 4 of 6 the previous night while connected. The alarm was cleared prior to calling. The care giver (cg) found the towel under the supply bag was damp. The technical service representative (tsr) advised the cg to call the nurse to report the patient was connected during the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg regarding the reported event. The cg stated she did not notice any visible damage or abnormalities with the bags or the cassette lines that were in use. The cg stated she contacted the peritoneal dialysis (pd) nurse the day the alarm occurred and also had a clinic visit. The pd nurse advised the cg to monitor the home patient (hp) for any fever, cramps or cloudy effluent. Per the cg, the hp has not had any symptoms and is doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.